Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results obtained of 200 and 49 mg/dl. The customer's expected fasting blood glucose test result range is 80- 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported a past adverse event. Customer stated she had fainted and that her son had called the paramedics. When paramedics tested the customer's blood glucose, the test result was over 1000 mg/dl and the customer had been transported to the hospital. At the hospital the customer was diagnosed with hyperglycemia and was given IV fluids and insulin. Customer did not remember what her blood glucose test result at the hospital was. Customer did not remember the date of hospitalization, stating it was about a year ago. No changes were made to the customer's medication/healthcare program when customer was discharged. Customer confirmed she had been using the meter at the time. During the call, a back to back blood test was performed by the customer fasting and produced test results of 255 mg/dl and 276 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/26/2020 and open vial date is 07/02/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4) note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results obtained of 200 and 49 mg/dl. The customer's expected fasting blood glucose test result range is 80- 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported a past adverse event. Customer stated she had fainted and that her son had called the paramedics. When paramedics tested the customer's blood glucose, the test result was over 1000 mg/dl and the customer had been transported to the hospital. At the hospital the customer was diagnosed with hyperglycemia and was given IV fluids and insulin. Customer did not remember what her blood glucose test result at the hospital was. Customer did not remember the date of hospitalization, stating it was about a year ago. No changes were made to the customer's medication/healthcare program when customer was discharged. Customer confirmed she had been using the meter at the time. During the call, a back to back blood test was performed by the customer fasting and produced test results of 255 mg/dl and 276 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/26/2020 and open vial date is 07/02/2019. The meter memory was reviewed for previous test result history: result 1: 183mg/dl, date: (B)(6) 2019, time: 9:07am fasting; result 2: 200mg/dl, date: (B)(6) 2019, time: 9:06am fasting; result 3: 193mg/dl, date: (B)(6) 2019 ,time: 9:05am fasting; result 4: 49mg/dl, date: (B)(6) 2019, time: 10:32am fasting; result 5: 143mg/dl, date: (B)(6) 2019, time: 9:05am fasting.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results obtained of 200 and 49 mg/dl. The customer's expected fasting blood glucose test result range is 80- 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported a past adverse event. Customer stated she had fainted and that her son had called the paramedics. When paramedics tested the customer's blood glucose, the test result was over 1000 mg/dl and the customer had been transported to the hospital. At the hospital the customer was diagnosed with hyperglycemia and was given IV fluids and insulin. Customer did not remember what her blood glucose test result at the hospital was. Customer did not remember the date of hospitalization, stating it was about a year ago. No changes were made to the customer's medication/healthcare program when customer was discharged. Customer confirmed she had been using the meter at the time. During the call, a back to back blood test was performed by the customer fasting and produced test results of 255 mg/dl and 276 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/26/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 183mg/dl date: (B)(6) 2019 time: 9:07am fasting, result 2: 200mg/dl date: (B)(6) 2019time: 9:06am fasting, result 3: 193mg/dl date: (B)(6) 2019time: 9:05am fasting, result 4: 49mg/dl date:(B)(6) 2019 time: 10:32am fasting, result 5: 143mg/dl date:(B)(6) 2019 time: 9:05am fasting.